Manufacturer narrative:
(B)(4). The sample was discarded by the customer. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Event description:
A customer contacted baxter's (B)(4) regarding a check patient line alarm that appeared on the homechoice (hc) display during drain 4 of 5. The nurse stated there were a few air bubbles. The hc device was operational. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The check patient line alarm cannot be confirmed. The root cause is undetermined. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.